Event description:
On (B)(6) 2008, the pt was implanted with four gore excluder aaa endoprosthesis to repair, an abdominal aortic aneurysm. On (B)(6) 2009, the pt was seen by the physician and was doing well. On an unk date, progression of the aneurysm into the external iliac artery causing a distal type I endoleak was noted. On (B)(6) 2012, the pt was implanted with two gore excluder aaa endoprosthesis covering down to the external iliac artery, intentionally covering the hypogastric artery. The hypogastric artery was noted. The pt tolerated the procedure. It is unk which device had the distal type I endoleak.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.